Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that yesterday the patient was checking their therapy settings and got the message 'maximum settings. The system is operating at maximum settings. Therapy cannot be increased.' Prior to seeing this message, the patient mentioned that program a was active and the amplitude was at 0.8. The patient said they decreased the amplitude to 0.3, then they got the maximum settings message when they tried to increase the amplitude to 0.8. The patient said the therapy was working fine for bladder control, and they weren't sure why they decreased amplitude to 0.3. The patient could not get the amplitude to go above 0.3 on any of the programs. Agent reviewed meaning of the message and redirected the patient to their healthcare provider for further assistance. On (B)(6) 2024 additional information was received from the patient. They reported that they contacted their doctor about this issue and had an appointment on (B)(6) 2024. The cause of the maximum settings and them unable to increase was determined to be the device being damaged. The leads pulled out of the battery. They have a replacement planned for (B)(6) 2024.